Manufacturer narrative:
This report is a follow-up to 2938836-2015-00425. The reported field event of extended charge time was confirmed in the laboratory. The extended charge time was found to be intermittent and was lost during analysis. The cause of the anomaly could not be determined. The device was tested on the bench and using automated testing equipment and no other anomalies were found. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information revealed that the device was explanted.